Event description:
A discordant, falsely low sodium result was obtained for one patient sample on a dimension exl w/ lm instrument. The discordant result was reported to the physician(s). The same sample was then rerun on another analyzer and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the integrated multisensor technology (imt) sensor, adjusted the pump rate, and cleaned the sample probe and sample drain. Quality controls were then run and were in range. The fse also discovered that the centrifuge type was stat-spin, which is against tube vendor specifications. The cause of the discordant, falsely low sodium result is unknown. The usage of a stat-spin centrifuge against tube vendor specifications was failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.